Manufacturer narrative:
A specific cause for the reported intracranial hemorrhage could not be conclusively determined. The patient remains ongoing on vad support.bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered an intracranial hemorrhage (B)(6) 2017. Due to the risk of rebreeding anticoagulation medication was stopped. No additional information was provided.